Event description:
It was reported that after seeing an ent, the patient was found to have vocal folds due to intermittent (every 5 minutes) left vocal fold paralysis that occurs with vns stimulation. There was normal bilateral vocal fold motion when the vns was not stimulating. It was stated that the patient gets a tight knot-like sensation in her lower throat, upper abdomen, and because of this experiences shortness of breath (sob). The sob is otherwise triggered by exertion and high air flow. The patient relates that she "feels a rock" in her lower throat and a similar sensation in the upper abdomen. The patient states that when this happens, the patient chokes/cannot move air in at all. The patient's sob is with inhalation, triggered by exertion, airflow, excessive talking, and vns stimulation. The patient will hear an audible high pithed noise with inspiration. The patient will start gasping for air, get dizzy, and lightheaded. Her sob will resolve with rest within a few minutes. The physician had questions regarding whether all vns patients have vcp with stimulation, if decreasing settings will treat this, and what our recommendations are if seen in the past. Information was received from the physician and representative stating that the patient "has learned to live with it" and the physician just wanted to see if everything was okay with the patient and just sent to the ent. The patient is not ready for any adjustments per the physician and cannot give up the vns. The physician stated that he is not sure how much the patient has complained but says that she can now tolerate it. It was also reported by the physician that the patient's vns was not working properly at this time. Information was received that the device not working properly is in regards to the device being titrated up and due to the patients left vocal fold paralysis that occurs with vns activation per flexible laryngoscopy per ent. Diagnostics were provided and noted to be ok at time of implant and onward. No additional relevant information has been received to date.

Event description:
Information was received that the cause of the vocal cord paralysis per the ent note is "dysphonia and dyspnea are due to paradoxical vocal fold motion disorder. These are likely a result of the cycling mechanics of her vocal folds due to the intermittent (every 5 minutes) left vocal fold paralysis that occurs with vns activation". No additional relevant information has been received to date.